Event description:
During implant procedure, increased pacing impedance and loss of capture were observed on the right ventricular (rv) lead. Rv helix damage was suspected but this was not confirmed. X- ray imaging was performed; no anomalies were noted. The rv lead was not implanted and a new rv lead was successfully implanted to resolve this event. The patient was stable.